Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer had a sensor glucose value that was under 40 mg/dl while their blood glucose value was 90 mg/dl. It left the insulin pump to suspend insulin. They also reported that they had a sensor glucose value of 40 mg/dl while their blood glucose value was 230 mg/dl. Troubleshooting was performed. The suspend on low limit in sensor settings was 70 mg/dl. It was noted that they had a bent sensor. The product will be returned for analysis.